Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. Field service engineer found that the ratio pump had been leaking air to the ise and caused the erroneous ise results. Replacing the ratio pump resolved the issue.

Event description:
The customer reported the unicel dxc 600i access clinical synchron system generated false high sodium (na) and chloride (cl) results for a patient. Results were not reported out of the lab. There was no change or affect to patient treatment in connection with this event. Qc prior to the event was within lab-established ranges.